Event description:
The pt's mother reported that after a hockey game, the pt's infusion device no longer functions and the pt experienced elevated blood glucose of 350 mg/dl. The pt changed the battery and battery cover and the infusion device did not function. The pt's normal blood glucose range is 100-170 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.